Event description:
It was reported that the patient had normal impedances after battery replacement. The caller indicated that at the post-op, the patient's system had high impedances, case pairs with 0 1 and 2 were >20000ohms. The caller was in a surgical procedure today to try to determine if the issue was with the lead or extension. The caller indicated that when the pocket was opened, the hcp couldn't determine if there was a stitch that went through the extension. The hcp also reviewed with the caller that the extension had a tight bend. The caller indicated that the hcp removed the sutures and electrode 3 was showing a high impedance. They switched ports of the extensions and both sides had normal impedance. The caller reported that all monopolar values were 800-1000ohms. The issue was not resolved through troubleshooting. They caller asked what was causing the high impedances. The agent reviewed general information about impedances and that they could not determine why they saw high impedances. The caller will follow-up with the hcp. Additional information was received. It was reported that the patient's battery was replaced due to eri and normal used. During the case, impedances were checked and were within normal limits. The cause of the tight bend in the extension was not determined. It was confirmed that there was a stitch that went through the extension and that was the suspected cause of the impedance issue, although the cause was not determined. The hcp decided to replace both of the extensions and the issue was resolved at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: extension. Product idl 3389s-40, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 28-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.